Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The device will be evaluated by external contractor. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit had exposed wires near the coupler handle and the unit was unable to reseat the black rubber sleeve. The event occurred during cleaning. No adverse events have been reported as a result of this malfunction.

Event description:
No additional information was received.

Manufacturer narrative:
The device was evaluated by an external contractor. The previous repair report for ultra evacuation unit serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial number (B)(4) the device was noted to have been previously repaired six times, the previous repair being for a peristaltic pump hose issue on (B)(6) 2018. The peristaltic pump hose issue was not associated with the current reported issue, so the previous repair was a non-related issue. On (B)(6) 2018 it was reported by cartersville medical center that the unit had exposed wires near the coupler handle and the unit was unable to reseat the black rubber sleeve. Rep-lite was contacted about the issue and service technician was dispatched to the site. On (B)(6) 2018 technician confirmed that the coupler had exposed wires and tubes. So he replaced refurb coupler kit (part#70029, lot#0026300) and verified that the unit was functioning as intended and return the unit back to service. The device was tested, inspected, and repaired. While the service technician confirmed the reported event and the device was noted to be functioning as intended after the coupler was replaced, it is unknown with the information provided as to how the coupler exposed bypassing the rubber boot. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.